Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use. The remote service engineer (rse) analyzed the system remotely and identified that motorized movement was not possible message was displayed and confirmed that the longitudinal movement was not possible. The review system log file confirmed the malfunction as there was longitudinal position slip. Subsequently, the field service engineer (fse) visited the site and verified that the c arm could not be operated by the motor drive in the longitudinal direction. The philips engineer replaced motor for c-arm longitudinal movement and adjustments have been made to the bodyguard sensor. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the longitudinal movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.